Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a displaced internal magnet following an MRI. The recipient underwent revision surgery to replace the magnet.

Manufacturer narrative:
The internal magnet was received on february 6, 2018.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The internal magnet was received on february 8, 2018. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient is reportedly doing well after device reactivation.